Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, while the device was being used to resect the stomach, the device failed to fire the reload. In order to resolve the issue and complete the case, a manual stapler was used. There was no patient harm. The patient status is alive, no injury.